Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40-50 mg/dl; cause was not known. Additionally, it was reported that the usb port of the pump appeared to be loose and the charging cable would fall out while charging the pump. In addition, it was reported that the pump battery was depleting quickly. Customer declined troubleshooting with tandem technical support and declined to provide further information.